Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power with damage issue. The reporter stated that there was a power loss due to the cap not staying on and that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-oct-2018 with the following findings: during investigation, the battery compartment was cracked at the left side of the grip from the threads to the case seal. No battery cap was returned for investigation. A test battery cap was able secure enough and power up the pump. A 12 hour duration test was completed with a test cap with no power losses or reboots. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.